Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy due to sui and intrinsic sphincter deficiency. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia, and neuromuscular problems. It was reported that patient underwent cystoscopy with release of mesh on (B)(6) 2009 due to severe pelvic pain and urinary retention.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, urgency and urinary tract infection.